Manufacturer narrative:
Corrected product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle fully open. The capsule was fully retracted. Delamination was observed over the nitinol reinforcing frame of the capsule. A buckle was evident to the proximal end of the capsule. Deformation observed at the proximal end of the catheter shaft. The handle appeared to retract and advance the capsule, though some resistance was noted. The trigger moved to fully advanced and retracted positions and locked in place when released, although some resistance was noted. Kinks were evident to the proximal end of the inner member. Damage was evident to the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event of buckle could be confirmed through analysis. The reported event positioning difficulties could not be confirmed through analysis. The reported event unable to deploy could not be confirmed through analysis. The reported event unable to recapture could not be confirmed through analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delamination observed by analysis typically occurs when the capsule is subjected to a bending force, potentially after the buckle occurred. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. Damage to the threading of the screw gear is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Three static images were returned showing the buckle to the proximal end of the capsule. The reported buckle event was confirmed but the product design or manufacturing processes of the device have not been identified as the cause of the event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Historically, high forces in the system may result in it being unable to deploy. The force in the system, and when closing the capsule, is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The foreign object/tissue reported may have contributed to the difficulty recapturing. Patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) are known potential contributing factors to capsule damage. In this case, the reported foreign object/tissue in the valve may have caused or contributed to the capsule damage during attempted recapturing. Updated: h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle fully open. The capsule was fully retracted. Delamination was observed over the nitinol reinforcing frame of the capsule. A buckle was evident to the proximal end of the capsule. Deformation observed at the distal end of the proximal end of catheter shaft. The handle appeared to retract and advance the capsule, though some resistance was noted. The trigger moved to fully advanced and retracted positions and locked in place when released, although some resistance was noted. Kinks were evident to the proximal end of the inner member. Damage was evident to the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event of buckle could be confirmed through analysis the reported event positioning difficulties could not be confirmed through analysis. The reported event unable to deploy could not be confirmed through analysis the reported event unable to recapture could not be confirmed through analysis updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic valve implant procedure, into a stenosed failed surgical valve, the valve was recaptured once, but when an attempt was made to redeploy, the capsule stopped moving and deployment of the valve was not possible. A second attempt was made to recapture the valve, but it would not fully recapture. The system was withdrawn from the patient. Once out of the body, a foreign object/tissue was found inside the recaptured capsule/valve. A different system was used to complete the procedure with a good result. No patient complications were reported as a result of this event. Additional information was received that the valve was initially recaptured due to repositioning. There was a procedural delay when getting a new system to reload and deploy. Per the physician, the source of the tissue found was from the surgical valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic valve implant procedure, into a stenosed failed surgical valve, the valve was recaptured once, but when an attempt was made to redeploy, the capsule stopped moving and deployment of the valve was not possible. A second attempt was made to recapture the valve, but it would not fully recapture. The system was withdrawn from the patient. Once out of the body, a foreign object/tissue was found inside the recaptured capsule/valve. A different system was used to complete the procedure with a good result. No patient complications were reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: 0012628481, use by date: 2027-01-16, UDI: (B)(4). Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012697483); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.